Event description:
The pt had a dialysis catheter placed two months ago and is presenting with low flow rates. The catheter was changed out for another and the replacement catheter is working fine. There is a possibility that there may be a manufacturer defect from the tunnled catheter itself. Please send to manufacturer for evaluation.